Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had a primary tkr using amp on xxx. Allegedly the tibial base plate subside by approx 30 degrees and allegedly a revision was performed. Alleged use of 2x 14 mm medial pivot insert during the revision. Additional information received from njr on 12/12/2017: allegedly, patient was revised due to other indication for revision (left) revision njr number: (B)(4). Primary asa: p2 - mild disease not incapacitating.